Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needle bends at the patient end during the injection and the insulin is not going in. Verbatim: from phone call on 2021-01-07 15:10:04: stated during injection, pen needle bends at patient end stated, insulin is not going in. Lot: 9317876 catalog: 320550 date of event: unknown samples: yes cl received voicemail from consumer stating, 6 pen needles failed when she was taking injection. Stated, she is using the nano 2nd gen. "

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needle bends at the patient end during the injection and the insulin is not going in. Verbatim: from phone call on (B)(6) 2021 15:10:04: stated during injection, pen needle bends at patient end stated, insulin is not going in. Lot: 9317876 catalog: 320550 date of event: unknown samples: yes cl received voicemail from consumer stating, 6 pen needles failed when she was taking injection. Stated, she is using the nano 2nd gen. "

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (9) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needle bends at the patient end during the injection and that the insulin is not going in. All returned pen needles were examined and all returned pen needles exhibited a bent patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.